Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, and the serious adverse event of death, as the patient was connected to the liberty select cycler when the patient expired. The definitive timeline and etiology of the serious adverse events is unknown; therefore, causality cannot be firmly established. However, during follow-up the pdrn did not indicate a fresenius device(s) and/or product(s) malfunction and/or deficiency occurred. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Based on the information available, the liberty select cycler can be disassociated from the serious adverse event. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse event. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A registered nurse (rn) reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) expired on (B)(6) 2024. No additional information was provided during the intake process. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient expired at home on (B)(6) 2024, however the exact time of the patient¿s death is unavailable. While the patient was reportedly still connected to the liberty select cycler when they expired, it is unknown if the treatment was completed. Per the pdrn, it is also unknown if an autopsy will be performed, therefore the cause of death is not currently available. However, per the documentation received from the pdrn, there was no allegation that a fresenius device(s) and/or product(s) malfunctioned or was deficient in any way. The liberty select cycler is currently awaiting return to the manufacturer.

Event description:
A registered nurse (rn) reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) expired on (B)(6) 2024. No additional information was provided during the intake process. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient expired at home on (B)(6) 2024, however the exact time of the patient¿s death is unavailable. While the patient was reportedly still connected to the liberty select cycler when they expired, it is unknown if the treatment was completed. Per the pdrn, it is also unknown if an autopsy will be performed, therefore the cause of death is not currently available. However, per the documentation received from the pdrn, there was no allegation that a fresenius device(s) and/or product(s) malfunctioned or was deficient in any way. The liberty select cycler is currently awaiting return to the manufacturer.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the cycler was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. A (as received with reduced dwell) simulated treatment was performed and completed. The system air leak test, valve actuation test, teach pumps test, patient sensor check, and voltage verification check were performed and passed. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.